Event description:
Reportedly, the pt was admitted for total abdominal hysterectomy, with anterior and posterior sling repair. The ivs-03 was used for the surgery and she was discharged in good condition and convalesced without incident. Later on she allegedly experienced discomfort, so she underwent further surgery to remove the device which resolved the problem. Pt status: good condition.

Manufacturer narrative:
.